Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the cannula was bent at an angle of 90 degree. Prior to hospitalization, the continuous glucose monitoring readings were in 300s mg/dl. The patient self-treated with several boluses. The patient was taken to the emergency, where the patient stayed for 1 day and during the stay, the patient experienced nausea and vomiting. When the patient left emergency, it felt weakness. Subsequently, the patient was hospitalized due to high blood glucose and was diagnosed diabetic ketoacidosis. The patient was treated with insulin drip and got arterial blood gas tests done every hour which resolved the issue. The health care professional identified the ketone level as dangerous/life threatening. The infusion set was used for 3 days. The patient was hospitalized for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.